Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Cover the spray valve hole with your finger. Depress the valve all the way and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the, evis lucera elite gastrointestinal videoscope for repair due to a suspected lens scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the nozzle has foreign objects, the angle wires were stretched, the angle wires become stretched, crack of adhesive on bending section cover or distal sheath (a-rubber), adhesive around objective lens is peeled, plastic distal end cover/probe cover (c-cover) has a scratch, scope connector cover (sc cover) unit has a scratch, damage or deformation due to physical stress (caused by handling), image guide protector has a scratch, forceps elevator, lock engagement lever has a scratch, up/down knob has a scratch, right/ left knob has a scratch, switch box has a scratch, scope cover has a scratch, universal cord has a scratch, control unit has discoloration, control unit has a scratch, adhesive on a-rubber has a crack, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.